Event description:
On (B)(6) 2015 I was performing a repair of a complex lower left leg wound requiring internal sutures. I was finishing up an interlocked running suture inside of the wound and making a final pass to tie off the suture thread when the needle broke off at the shank, leaving 90% of the needle in the wound and 10% including the base crimp attached to the thread. I was not driving the needle forcefully or hitting bone at any time. The patient was advised of the complication. I was able to locate the complete, separated needle within the wound and remove it using a pair of curved clamps. The remainder of the wound closure was completed without complication. An x-ray will be performed of the leg to ensure no metallic foreign bodies remain. At present there are no apparent adverse effects on the patient and this was a less than serious incident. Needle section and stub with attached thread discarded in sharps box due to sharps hazard - we do not have a means to reliably and safely secure the used needle and associated materials. The wound was closed externally using ethicon 4-0 interrupted non-dissolvable sutures which did not pose any problems, cause complications, or malfunction in any detectable way. The wound was cleaned with (B)(4) and alcohol prior to la injection, and cleaned with (B)(4) soap after closure. It was dressed with a (B)(4) non-adherent pad and (B)(4) self-adhesive wrap. These products functioned as intended for all perceptible purposes. Subcuticular/deep wound.